Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling and pelvicol acellular collagen matrix were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with cystocele repair with sacrospinous fixation. On (B)(6) 2011 the patient underwent an excision of exposed vaginal mesh and excision of left labial cyst. It was reported that the patient underwent a bilateral sacrospinous ligament, vaginal suspension, anterior colporrhaphy, and enterocele repair, retropubic mid urethral sling placement of boston scientific advantage fit, and cystourethroscopy on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
Additional information: additional narrative: it was reported that the patient underwent bso in 2008.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.